Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having muscle spasms in their back, but the stimulation I s not for their upper back, so the patient thought the machine was not quite set right. The patient was implanted to help with pain in their left leg, and it is working on their right leg, not the left leg. The patient stated that they told the manufacturer's representative (rep) as soon as they were implanted. Additional information was received from a manufacturer's representative (rep). It was reported that the rep was not aware of the shocking and jolting down the right leg until (B)(6). The patient told them that they had chronic bilateral low back pain was being greatly reduced and controlled with their stimulator on hd settings. When the patient felt tingling they felt more on the right side than the left. The patient was reprogrammed and captured good bilateral hd coverage and added additional hd and ld settings to help them control their low back/leg pain. The patient is happy with their pain control and was not experiencing any upper back muscle spasms. No further complications were reported or anticipated.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. Patient reported that they had been having muscle spasms, and the hcp told them they would go away but they had not. Patient stated that when she coughed or took a deep breath, they got a jolt from the stim down the right leg. It was reported that the implant is working well for her back pain. Patient wanted to get a hold of a manufacturer representative to help with possible reprogramming. Patient did not want to turn down stim more for the fear that it will stop working for the pain. Patient was redirected to their hcp. No further complications were reported/anticipated.